Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old female was implanted with an impella 5.5 device for mechanical circulatory support, as care was escalated from an impella 5.0. The complainant reported four suction events prior to the pump signaling that the impella had come back across the valve into the aorta and the patient coded. When return of spontaneous circulation (rosc) was achieved, the echocardiogram (echo) revealed that the catheter was in the aorta. The team made several attempts to re-advance the catheter across the valve into the ventricle with no success. The patient coded and expired before any other intervention could be performed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. From the clinical details, it was mentioned that they made several attempts to cross the valve but with no success. It is related to the patient condition because it was also noted that the rv also contracting and the sudden decomposition associated with advanced acidosis later the event. From the data logs, the suction alarms appeared for that instance when they have changed the p- level and doesn't support the cause of the positioning issue. Hence the root cause was determined to be patient condition. This report is being filed as part of a retrospective review of historical records.